Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was 537 mg/dl. The high event was happening when they woke up. The customer stated they used the insulin pump to administer 10 units, but it did not go down. The customer was treated at the emergency room and then was admitted to the hospital on (B)(6) 2019. Troubleshooting for the customer¿s high blood glucose was declined as this was a past event. It was reported that the customer was not using automode. The insulin pump will not be returned for analysis.